Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04928. Related manufacturer reference number: 2017865-2020-04929. It was reported that the patient presented remotely for follow up. The patient's right atrial lead had a history of lead noise. Review of the transmissions revealed that the right atrial lead was continuing to oversense noise, and that the right ventricular lead was also oversensing noise. There were episodes of inappropriate automatic mode switch, inappropriate tracking of atrial noise, and inhibition of ventricular pacing due to the oversensing. The patient complained of pre-syncope and had a slow sinus rhythm when pacing was inhibited. Surgical intervention was discussed but was not performed. The patient was in stable condition.